Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader with no issues observed. Reader was sufficiently charged. The reader was de-cased and no issues were observed. Power consumption test was performed with results within specification. Therefore, issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. Please note that the customer noted they went to the e.r. Three times for treatment due to the reported issue. This report is for the 2nd of 3 times. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to a fast-draining battery. The customer experienced and self-presented to the hospital and unspecified treatment was provided by a healthcare professional for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.